Event description:
It was reported that during a percutaneous coronary intervention, stent damage occurred. Vascular access was gained via the right femoral artery. The 3.0x34mm, 75% stenosed, eccentric and progressive target lesion was located in the mildly tortuous and moderately calcified right coronary artery (rca) with a significant bend greater than 90 degrees. The lesion was pre-dilated with a non-bsc 2.0x15mm balloon resulting in 50% residual stenosis. The 3.0x38mm synergy stent was advanced however was unable to cross the lesion. The device was removed and the lesion was dilated again with the same 2.0x15mm non-bsc balloon at a slightly higher pressure. The synergy stent system was advanced again however was again unable to cross the lesion. The stent system was removed and it was noted that the stent was fractured. The procedure was completed with a 3.0x24mm synergy and 3.0x12mm synergy stents overlapping in place of the one longer stent. No patient complications were reported and the patient status is stable. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
Device evaluated by manufacturer - initial visual examination noted distal stent strut damage. The damage extended proximally for about 10mm along the profile of the stent. This section of the stent was severely stretched. Microscopic examination noted however that there was no stent fracture present. The crimped stent, balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. No kinks or damage were noticed along the shaft of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer - the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention, stent damage occurred. Vascular access was gained via the right femoral artery. The 3.0x34mm, 75% stenosed, eccentric and progressive target lesion was located in the mildly tortuous and moderately calcified right coronary artery (rca) with a significant bend greater than 90 degrees. The lesion was pre-dilated with a non-bsc 2.0x15mm balloon resulting in 50% residual stenosis. The 3.0x38mm synergy stent was advanced however was unable to cross the lesion. The device was removed and the lesion was dilated again with the same 2.0x15mm non-bsc balloon at a slightly higher pressure. The synergy stent system was advanced again however was again unable to cross the lesion. The stent system was removed and it was noted that the stent was fractured. The procedure was completed with a 3.0x24mm synergy and 3.0x12mm synergy stents overlapping in place of the one longer stent. No patient complications were reported and the patient status is stable. This product is only ous approved but it is similar to an approved us device.